Event description:
An alarm labeled as alarm 2 followed by alarm 26 was reported by the caller. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was instructed by technical support to perform various steps, including disconnecting tubing and delivering boluses, to address the occlusion issues. Eventually, the caller successfully completed a bolus after reloading with an empty cartridge and changed pump supplies to resolve the issue.